Event description:
During a laparoscopic gastric bypass, the physician advanced an ethicon 25mm eea stapler loaded with a 25mm peri-strips dry with veritas collagen matrix buttress through the umbilical port site to the intended location of the gastro-jejunal (gj) anastomosis. Upon attempting to remove the stapler, resistance was encountered which resulted in a gastric tear along a counterclockwise line from the 3 o'clock position to the 9 o'clock position. There was no difficulty noted while loading or firing the stapler. It was noted that the physician's removal technique was to slightly push the stapler in and rotated his hand back and forth prior to attempting to remove the stapler. Inspection of stapler after removal revealed that there was only (1) intact tissue donut present, instead of the usual two (2). The physician was unable to salvage the anastomosis, cut it out, and made a new gj anastomosis with a new 25mm circular stapler with no buttressing material. The second anastomosis was completed without further complication. The patient's current status was reported to be "ok".

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture.